Event description:
It was reported that the customer experienced fluctuating blood glucose levels (60-320 mg/dl). Customer disconnected from the pump and consumed food and juice to stabilize low blood glucose level. Reportedly, the customer has only been using the pump for basal delivery and delivers boluses through manual injections.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received, a supplemental form will be completed.